Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. Additional information obtained from the field which indicated that the helix was no longer retracting after several attempts at repositioning. It was found to be dislodged with no capture. No additional adverse patient effects were reported.